Event description:
It was reported that after the successful stenting in the left internal carotid artery with the xact stent, the patient was found to have broca's aphasia and right nasolabial facial droop. The bilateral carotid angiograms and cerebral angiograms did not reveal a discrete thrombus or bleed. The stat CT scan was suspicious for bleed showing small left opacification; however, the MRI confirmed old infarcts, but no evidence of an acute bleed. The patient's condition has improved with no additional treatment provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the stent remains in the patient. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of neurological deficit and weakness are known observed and potential adverse events of stenting procedures as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the previously filed medwatch, it was reported that the carotid stenting procedure and the adverse event occurred on (B)(6) 2012.

Manufacturer narrative:
(B)(4).